Event description:
It was reported that this right ventricular (rv) lead was being pulled due to non-boston scientific product had been moved downward in the device pocket. The patient was scheduled for a generator and lead revision. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was being pulled due to non-boston scientific product had been moved downward in the device pocket. The patient was scheduled for a generator and lead revision. The lead remains in service. No adverse patient effects were reported. Additional information from the field representative was obtained which indicated that no lead dislodgement was confirmed in any of the leads and no any clinical manifestations was observed. The lead remains in service. No adverse patient effects were reported.